Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that maxplus positive pressure connector leaked on 120 occasions. The following information was provided by the initial reporter: on (B)(6) 2020, in the three or four department of radiotherapy and chemotherapy, the patient¿s family members reported that the connector leaked liquid, and there was a leakage of liquid medicine. The patient¿s family approached the head nurse to complain about product quality and demanded compensation for the patient¿s infusion medicine.

Event description:
It was reported that maxplus positive pressure connector leaked on 120 occasions. The following information was provided by the initial reporter: on (B)(6) 2020, in the three or four department of radiotherapy and chemotherapy, the patient¿s family members reported that the connector leaked liquid, and there was a leakage of liquid medicine. The patient¿s family approached the head nurse to complain about product quality and demanded compensation for the patient¿s infusion medicine.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/19/2020. H.6. Investigation: one mp1000 china sample was received for investigation; no packaging was received with the sample, however the customer indicates the affected lot number to be 19055930. Additionally the customer provided a video and photographs of the affected sample; analysis of the video confirmed the customer's experience with leakage observed whilst connected to an unknown syringe. The syringe observed in the video was not returned to assist the investigation. A visual inspection of the mp1000 china sample did not identify signs of damage or manufacturing defects which could have contributed to the customer's experience. The sample was subjected to pressure testing by connecting it to a 50 ml bd plastipak syringe from retained stock; no leakage was identified throughout testing. A review of the production records for lot 19055930 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. As the syringe in use at the time of the customer's experience was not returned for investigation, it could not be determined if this may have contributed to the observed leakage.